Manufacturer narrative:
No signs of thermal damage was found on the adhesive pad or pod exterior. No evidence of thermal damage was found to internal components of the device. The device is found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's pod emitted a burning smell after wearing the pod for 2 hours on the arm. The patient's blood glucose level rose to 400 mg/dl. The pod was not warm to touch. The infusion site appeared normal. No medical assistance was required, and no information regarding treatment of the hyperglycaemia was provided.